Manufacturer narrative:
The customer stated that quality controls were within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was an issue with cell rinse dispense and aspiration. The dispense lines were decontaminated and split waste tubing was replaced on the cell rinse mechanism. The cell wash dispense was adjusted. Precision studies and controls were run; these were successful.

Event description:
The initial reporter stated they saw water on top of the cuvettes of the cobas 6000 c (501) module. The reporter also stated they received cell blank errors on the analyzer. At the time of the issue, the reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and ise indirect na, k, ci for gen.2. Only the initial calcium result was reported outside of the laboratory. No other incorrect results were reported outside of the laboratory. The sample was repeated on a second c 501 analyzer and these repeat results were believed to be correct. The sample initially resulted in a na value of 122 mmol/l, which repeated as 142 mmol/l. The sample initially resulted in a calcium value of 7.3 mg/dl, which repeated as 9.4 mg/dl. The sample initially resulted in a k value of 3.8 mmol/l, which repeated as 4.5 mmol/l. The sample initially resulted in a cl value of 85 mmol/l, which repeated as 105 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided. The na electrode lot number was l76, with an expiration date of 19-jan-2022. The k electrode lot number was v48, with an expiration date of 16-mar-2022. The cl electrode lot number was e65, with an expiration date of 29-dec-2021.